Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure. According to the complainant, during the procedure, the resolution clip failed to release from the delivery system. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device noted that the control wire had detached from the cross pin. The set screw that holds the control wire in place was fully seated. It was noticed that the proximal tip of the control wire was bent. It was also noticed that the clip assembly was detached from the bushing, but still attached to the control wire via tension breaker and yoke. Product analysis confirms the reported complaint event. It is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure. According to the complainant, during the procedure, the resolution clip failed to release from the delivery system. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.